Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower abdomen- left and right sides'), sjogren's syndrome ('autoimmune disorder type of disorder: sjögren's) and adverse event ('multiple symptoms/ growing symptoms becoming unbearable') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, hypertension, frequency urinary, nausea, vaginal dryness, dysuria, bacterial vaginosis, perineal pain, pelvic pain, vaginal bleeding, perineal pain, bladder infection, stress urinary incontinence and menorrhagia. Concomitant products included ascorbic acid (ester c), bupropion, intrauterine contraceptive device (iud nos), olmesartan, valsartan and verapamil. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced sjogren's syndrome (seriousness criteria hospitalization and medically significant) and adverse event (seriousness criteria hospitalization and medically significant). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant utis"), urinary tract disorder ("urinary problems or changes") and abnormal weight gain ("weight gain/ different than normal- no control even with reduces in calories/diet"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dry eye ("vision/eye problems type: extremely dry eyes"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), gastrointestinal pain ("gastrointestinal or digestive system condition type: constant pain in "gut""), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux requiring daily medication"), hypoaesthesia ("numb in legs"), paraesthesia ("tingling in legs"), arthralgia ("joint pain/ hips felt like knives poking me/ pain in elbows, knees ached, ankles, hps"), myalgia ("muscle pain- upper arms, forearms, thighs, calf's, neck, shoulder,"), peripheral swelling ("swollen ankles, feet and fingers/hands"), abdominal distension ("constant bloated stomach/ stomach wrenching"), back pain ("back pain/ lower back pain"), inflammation ("inflammation"), feeling abnormal ("brain fog"), chest pain ("chest pain"), dyspnoea ("shortness and breath"), tremor ("tremors in right hand"), formication ("crawling skin"), ear pain ("left ear pain") and pain in jaw ("down jaw line pain"). In march 2018, the patient experienced migraine ("migraine/ headache") and headache ("headache"). In 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash papular ("constant facial rash - red and raised over face and down neck,"), amnesia ("trouble completing sentences or "loosing my words"") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes"), abdominal pain ("pain in abdomen - left and right") and joint swelling ("swollen ankles"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, gastrointestinal pain, hypoaesthesia, paraesthesia, arthralgia, myalgia, abdominal distension, headache and abdominal pain had resolved, the sjogren's syndrome, adverse event, urinary tract infection, depression, anxiety, rash papular, bladder disorder, urinary tract disorder, migraine, amnesia, vaginal discharge, dry eye, vision blurred, abnormal weight gain, gastrooesophageal reflux disease, peripheral swelling, back pain, inflammation, feeling abnormal, chest pain, dyspnoea, tremor, formication, ear pain, pain in jaw and joint swelling outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, adverse event, amnesia, anxiety, arthralgia, back pain, bladder disorder, chest pain, depression, dry eye, dyspnoea, ear pain, fatigue, feeling abnormal, formication, gastrointestinal pain, gastrooesophageal reflux disease, headache, hypoaesthesia, inflammation, joint swelling, migraine, myalgia, pain in jaw, paraesthesia, peripheral swelling, rash papular, sjogren's syndrome, tremor, urinary tract disorder, urinary tract infection, vaginal discharge and vision blurred to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious ¿ important medical event) but did not specify it to one of the events. The coils were placed without difficulty with visible coils left and right, approximately 2 to 3 coils each. Current weight 220 lbs. Removal date discrepancy: (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total blockage because scar tissue was preventing the dye from traveling through correctly.. Pathology test - on (B)(6) 2018: surgical pathology diagnosis: uterus (123 grams) and cervix with bilateral fallopian tube and essure coils (tlh with bs): cervix: - mild chronic cervicitis. Endometrium: - eroded endometrium with changes of irregular shedding. Myometrium: - leiomyoma (size 0.6 am) serosa: - no significant histopathologic abnormalities. Bilateral fallopian tubes: - left fallopian tube with paratubal cyst and focal granular foreign material. - right fallopian tube with focal granular foreign material. - bilateral essure coils present. Gross description: due to the location of the essure coils, each coil is transected at the fallopian tube/uterus interface. Due to the fibrosis around each coil, the coils could not be removed via twisting.. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query : reported term "swollen ankles, feet and fingers/hands" which was captured as a single event with pt "peripheral swelling" was splitted into to two events, swollen ankles was coded as joint swelling and swollen feet,fingers and hands was coded as peripheral swelling. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079716) on 28-sep-2018. The most recent information was received on 27-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower abdomen- left and right sides') and sjogren's syndrome ('autoimmune disorder type of disorder: sjogren's') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, hypertension, frequency urinary, nausea, vaginal dryness, dysuria, bacterial vaginosis, perineal pain, pelvic pain, vaginal bleeding, perineal pain, bladder infection, stress urinary incontinence and menorrhagia. Concomitant products included ascorbic acid (ester c), bupropion, intrauterine contraceptive device (iud nos), olmesartan, valsartan and verapamil. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced sjogren's syndrome (seriousness criteria hospitalization and medically significant). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant utis"), urinary tract disorder ("urinary problems or changes") and abnormal weight gain ("weight gain/ different than normal- no control even with reduces in calories/diet"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dry eye ("vision/eye problems type: extremely dry eyes"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), gastrointestinal pain ("gastrointestinal or digestive system condition type: constant pain in "gut""), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux requiring daily medication"), hypoaesthesia ("numb in legs"), paraesthesia ("tingling in legs"), arthralgia ("joint pain/ hips felt like knives poking me/ pain in elbows, knees ached, ankles, hps"), myalgia ("muscle pain- upper arms, forearms, thighs, calfs, neck, shoulder,"), peripheral swelling ("swollen feet and fingers/hands"), abdominal distension ("constant bloated stomach/ stomach wrenching"), back pain ("back pain/ lower back pain"), inflammation ("inflammation"), feeling abnormal ("brain fog"), chest pain ("chest pain"), dyspnoea ("shortness and breath"), tremor ("tremors in right hand"), formication ("crawling skin"), ear pain ("left ear pain") and pain in jaw ("down jaw line pain"). In (B)(6) 2018, the patient experienced migraine ("migraine/ headache") and the first episode of headache ("headache"). In 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash papular ("constant facial rash - red and raised over face and down neck,"), amnesia ("trouble completing sentences or "loosing my words"") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder problems or changes"), abdominal pain ("pain in abdomen - left and right"), joint swelling ("swollen ankles"), pelvic pain ("pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), the second episode of headache ("headache"), disturbance in attention ("inability to concentrate") and hypertension ("high blood pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, migraine, fatigue, abnormal weight gain, gastrointestinal pain, gastrooesophageal reflux disease, hypoaesthesia, paraesthesia, arthralgia, myalgia, abdominal distension, back pain, abdominal pain and pelvic pain had resolved and the sjogren's syndrome, genital haemorrhage, urinary tract infection, depression, anxiety, rash papular, bladder disorder, urinary tract disorder, amnesia, vaginal discharge, dry eye, vision blurred, peripheral swelling, inflammation, feeling abnormal, chest pain, dyspnoea, tremor, formication, ear pain, pain in jaw, joint swelling, metrorrhagia, the last episode of headache, disturbance in attention and hypertension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, amnesia, anxiety, arthralgia, back pain, bladder disorder, chest pain, depression, disturbance in attention, dry eye, dyspnoea, ear pain, fatigue, feeling abnormal, formication, gastrointestinal pain, gastrooesophageal reflux disease, genital haemorrhage, hypertension, hypoaesthesia, inflammation, joint swelling, metrorrhagia, migraine, myalgia, pain in jaw, paraesthesia, pelvic pain, peripheral swelling, rash papular, sjogren's syndrome, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vision blurred, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious ¿ important medical event) but did not specify it to one of the events. The coils were placed without difficulty with visible coils left and right, approximately 2 to 3 coils each. Current weight 220 lbs. Removal date discrepancy: 05oct2018 and 06sep2018. Patient received treatment for: pelvic pain, abdominal pain, back pain, metorhagia (bleeding between periods), general abnormal bleeding, bladder problems, urinary problems, vaginal discharge, sjogren's, psych injury, fatigue, migraine, headache, weight gain and gi condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total blockage because scar tissue was preventing the dye from traveling through correctly.. Pathology test - on (B)(6) 2018: surgical pathology diagnosis: uterus (123 grams) and cervix with bilateral fallopian tube and essure coils (tlh with bs): cervix: - mild chronic cervicitis. Endometrium: - eroded endometrium with changes of irregular shedding. Myometrium: - leiomyoma (size 0.6 am) serosa: - no significant histopathologyic abnormalities. Bilateral fallopian tubes: - left fallopian tube with paratubal cyst and focal granular foreign material. - right fallopian tube with focal granular foreign material. - bilateral essure coils present. Gross description: due to the location of the essure coils, each coil is transected at the fallopian tube/uterus interface. Due to the fibrosis around each coil, the coils could not be removed via twisting. Most recent follow-up information incorporated above includes: on 27-apr-2020: social media received: previously reported event- adverse event nos was deleted, newly added events- headache, concentration loss, blood pressure high. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079716) on 28-sep-2018. The most recent information was received on 27-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower abdomen- left and right sides'), sjogren's syndrome ('autoimmune disorder type of disorder: sjogren's'), adverse event ('multiple symptoms/ growing symptoms becoming unbearable') and genital haemorrhage ('gen. Abnorm. Bleed') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, hypertension, frequency urinary, nausea, vaginal dryness, dysuria, bacterial vaginosis, perineal pain, pelvic pain, vaginal bleeding, perineal pain, bladder infection, stress urinary incontinence and menorrhagia. Concomitant products included ascorbic acid (ester c), bupropion, intrauterine contraceptive device (iud nos), olmesartan, valsartan and verapamil. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced sjogren's syndrome (seriousness criteria hospitalization and medically significant) and adverse event (seriousness criteria hospitalization and medically significant). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant utis"), urinary tract disorder ("urinary problems or changes") and abnormal weight gain ("weight gain/ different than normal- no control even with reduces in calories/diet"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dry eye ("vision/eye problems type: extremely dry eyes"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), gastrointestinal pain ("gastrointestinal or digestive system condition type: constant pain in "gut""), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux requiring daily medication"), hypoaesthesia ("numb in legs"), paraesthesia ("tingling in legs"), arthralgia ("joint pain/ hips felt like knives poking me/ pain in elbows, knees ached, ankles, hps"), myalgia ("muscle pain- upper arms, forearms, thighs, calfs, neck, shoulder,"), peripheral swelling ("swollen feet and fingers/hands"), abdominal distension ("constant bloated stomach/ stomach wrenching"), back pain ("back pain/ lower back pain"), inflammation ("inflammation"), feeling abnormal ("brain fog"), chest pain ("chest pain"), dyspnoea ("shortness and breath"), tremor ("tremors in right hand"), formication ("crawling skin"), ear pain ("left ear pain") and pain in jaw ("down jaw line pain"). In (B)(6) 2018, the patient experienced migraine ("migraine/ headache") and headache ("headache"). In 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash papular ("constant facial rash - red and raised over face and down neck,"), amnesia ("trouble completing sentences or "loosing my words"") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), abdominal pain ("pain in abdomen - left and right"), joint swelling ("swollen ankles"), pelvic pain ("pelvic pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, migraine, fatigue, abnormal weight gain, gastrointestinal pain, gastrooesophageal reflux disease, hypoaesthesia, paraesthesia, arthralgia, myalgia, abdominal distension, headache, back pain, abdominal pain and pelvic pain had resolved and the sjogren's syndrome, adverse event, genital haemorrhage, urinary tract infection, depression, anxiety, rash papular, bladder disorder, urinary tract disorder, amnesia, vaginal discharge, dry eye, vision blurred, peripheral swelling, inflammation, feeling abnormal, chest pain, dyspnoea, tremor, formication, ear pain, pain in jaw, joint swelling and metrorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, adverse event, amnesia, anxiety, arthralgia, back pain, bladder disorder, chest pain, depression, dry eye, dyspnoea, ear pain, fatigue, feeling abnormal, formication, gastrointestinal pain, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, inflammation, joint swelling, metrorrhagia, migraine, myalgia, pain in jaw, paraesthesia, pelvic pain, peripheral swelling, rash papular, sjogren's syndrome, tremor, urinary tract disorder, urinary tract infection, vaginal discharge and vision blurred to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious ¿ important medical event) but did not specify it to one of the events. The coils were placed without difficulty with visible coils left and right, approximately 2 to 3 coils each. Current weight 220 lbs. Removal date discrepancy: (B)(6) 2018. Patient received treatment for: pelvic pain, abdominal pain, back pain, metorhagia (bleeding between periods), general abnormal bleeding, bladder problems, urinary problems, vaginal discharge, sjogren's, psych injury, fatigue, migraine, headache, weight gain and gi condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total blockage because scar tissue was preventing the dye from traveling through correctly.. Pathology test - on (B)(6) 2018: surgical pathology diagnosis: uterus (123 grams) and cervix with bilateral fallopian tube and essure coils (tlh with bs): cervix: - mild chronic cervicitis. Endometrium: - eroded endometrium with changes of irregular shedding. Myometrium: - leiomyoma (size 0.6 am) serosa: - no significant histopathologyic abnormalities. Bilateral fallopian tubes: - left fallopian tube with paratubal cyst and focal granular foreign material. - right fallopian tube with focal granular foreign material. - bilateral essure coils present. Gross description: due to the location of the essure coils, each coil is transected at the fallopian tube/uterus interface. Due to the fibrosis around each coil, the coils could not be removed via twisting. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received,. New event pelvic pain, metorhagia (bleeding b/w periods) and gen. Abnorm. Bleed were added. Outcome of the event back pain, weight gain, acid reflux and migraine was updated to recovered from unknown and event fatigue was updated to recovered from recovering. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079716) on 28-sep-2018. The most recent information was received on 22-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower abdomen- left and right sides'), sjogren's syndrome ('autoimmune disorder type of disorder: sjögren's) and adverse event ('multiple symptoms/ growing symptoms becoming unbearable') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, hypertension, frequency urinary, nausea, vaginal dryness, dysuria, bacterial vaginosis, perineal pain, pelvic pain, vaginal bleeding, perineal pain, bladder infection, stress urinary incontinence and menorrhagia. Concomitant products included ascorbic acid (ester c), bupropion, intrauterine contraceptive device (iud nos), olmesartan, valsartan and verapamil. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced sjogren's syndrome (seriousness criteria hospitalization and medically significant) and adverse event (seriousness criteria hospitalization and medically significant). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant utis") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain/ different than normal- no control even with reduces in calories/diet"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dry eye ("vision/eye problems type: extremely dry eyes"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), gastrointestinal pain ("gastrointestinal or digestive system condition type: constant pain in "gut""), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux requiring daily medication"), hypoaesthesia ("numb in legs"), paraesthesia ("tingling in legs"), arthralgia ("joint pain/ hips felt like knives poking me/ pain in elbows, knees ached, ankles, hps"), myalgia ("muscle pain- upper arms, forearms, thighs, calfs, neck, shoulder,"), peripheral swelling ("swollen ankles, feet and fingers/hands"), abdominal distension ("constant bloated stomach/ stomach wrenching"), back pain ("back pain/ lower back pain"), inflammation ("inflammation"), feeling abnormal ("brain fog"), chest pain ("chest pain"), dyspnoea ("shortness and breath"), tremor ("tremors in right hand"), formication ("crawling skin"), ear pain ("left ear pain") and pain in jaw ("down jaw line pain"). In (B)(6) 2018, the patient experienced migraine ("migraine/ headache") and headache ("headache"). In 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash papular ("constant facial rash - red and raised over face and down neck,"), amnesia ("trouble completing sentences or "loosing my words"") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes") and abdominal pain ("pain in abdomen - left and right"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, gastrointestinal pain, hypoaesthesia, paraesthesia, arthralgia, myalgia, abdominal distension, headache and abdominal pain had resolved, the sjogren's syndrome, adverse event, urinary tract infection, depression, anxiety, rash papular, bladder disorder, urinary tract disorder, migraine, amnesia, vaginal discharge, dry eye, vision blurred, weight increased, gastrooesophageal reflux disease, peripheral swelling, back pain, inflammation, feeling abnormal, chest pain, dyspnoea, tremor, formication, ear pain and pain in jaw outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, amnesia, anxiety, arthralgia, back pain, bladder disorder, chest pain, depression, dry eye, dyspnoea, ear pain, fatigue, feeling abnormal, formication, gastrointestinal pain, gastrooesophageal reflux disease, headache, hypoaesthesia, inflammation, migraine, myalgia, pain in jaw, paraesthesia, peripheral swelling, rash papular, sjogren's syndrome, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization and other serious ¿ important medical event) but did not specify it to one of the events. The coils were placed without difficulty with visible coils left and right, approximately 2 to 3 coils each. Current weight (B)(6) lbs. Removal date discrepancy: (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total blockage because scar tissue was preventing the dye from traveling through correctly.. Pathology test - on (B)(6) 2018: surgical pathology diagnosis: uterus (123 grams) and cervix with bilateral fallopian tube and essure coils (tlh with bs): cervix: - mild chronic cervicitis. Endometrium: - eroded endometrium with changes of irregular shedding. Myometrium: - leiomyoma (size 0.6 am) serosa: - no significant histopathologic abnormalities. Bilateral fallopian tubes: - left fallopian tube with paratubal cyst and focal granular foreign material. - right fallopian tube with focal granular foreign material. - bilateral essure coils present. Gross description: due to the location of the essure coils, each coil is transected at the fallopian tube/uterus interface. Due to the fibrosis around each coil, the coils could not be removed via twisting. Most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Essure stop date added. Other relevant history and lab data updated. Events: sjogren's, constant utis, depression, anxiety, constant facial rash - red and raised over face and down neck, bladder disorder, urinary tract disorder, migraine/ headache, trouble completing sentences or "loosing my words", vaginal discharge, extremely dry eyes, blurred vision, fatigue, weight gain/ different than normal- no control even with reduces in calories/diet, constant pain in "gut", acid reflux requiring daily medication, pain in lower abdomen- left and right sides, numb in legs, tingling in legs, joint pain/ hips felt like knives poking me/ pain in elbows, knees ached, ankles, hips, muscle pain- upper arms, forearms, thighs, calfs, neck, shoulder, swollen ankles, feet and fingers/hands, constant bloated stomach/ stomach wrenching, headache, back pain/ lower back pain, inflammation, brain fog, chest pain, shortness and breath, tremors in right hand, crawling skin, left ear pain, down jaw line pain were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.